Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Event description:
Medtronic received information that severe paravalvular leak (pvl) was noted following the deployment of this transcatheter bioprosthetic heart valve. A balloon aortic valvuloplasty was performed and improved the pvl from severe to moderate. The valve was then snared and pulled up into the ascending aorta, and a second transcatheter bioprosthetic valve was successfully implanted with no pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The event description does not indicate a potential manufacturing issue. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. The issue was successfully resolved by snaring the first valve pulling it up into the ascending aorta and then implanting of a second valve, and no other adverse effects were reported.